Manufacturer narrative:
(B)(4) date sent: 11/22/2021 d4: batch # 229a25 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received unfired. The jaws were examined for visual inspection and no anomalies were noted. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, a tested endopath xcel trocar 12 mm and a cannula gauge were used and the device was inserted and removed without any problem to pass. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a laparoscopic sleeve gastrectomy procedure that after the firing with the black reload the device was loaded with a green reload and when the surgeon attempted to re-introduce the device into the patient it was found that the anvil was bent when it would not fit into the trocar. Another like device was used to complete the procedure. There were no adverse consequences for the patient.